Manufacturer narrative:
Additional information: one 3 lesion nt1100¿ pain management rf generator was received. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported generator freeze and subsequent cancellation was unable to be confirmed.

Event description:
During a lumbar media branch blocks ablation procedure a cancellation occurred. While ablating the generator froze and no longer functioned. The generator was restarted but there was no resolution. The case was cancelled with no adverse consequences to the patient.